Event description:
At pump replacement surgery, physician was planning on just replacing the flowonix pump. After cutting the pump from the catheter, he was unable to visualize csf(cerebrospinal fluid) from the proximal end of the catheter. He used a 24 g angiocath to aspirate. No fluid was aspirated. He made a spinal incision and located the catheter. He again tried to aspirate and was unsuccessful. After cutting the sutures holding the anchor, he discovered the catheter was broken at the distal end of the anchor. The remaining segment of catheter was visualized on fluoro but was unable to be removed. Physician placed new catheter and pump and had successful csf aspiration prior to closing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).